Manufacturer narrative:
Initial reporter occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was not getting therapeutic benefit for his urinary symptoms since the device was implanted. The patient stated that he had been drinking water, from taking an antibiotic, but he would like assistance to help try to get the device working for the symptoms. The patient noted that he had turned it up some but that had not helped. Troubleshooting attempts were made and the patient programmer showed the stimulation was on p2 at 2.0v. The patient adjusted to p3 at 1.6v and confirmed feeling stimulation in the correct area. The patient was redirected to his health care professional if the issue did not resolve and the patient mentioned that he would monitor symptoms now that the change was made. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.